Event description:
It was reported that when a pt was undergoing a percutaneous left nephrolithotomy, ''shavings'' appeared to be coming off the end of the percutaneous probe the urologist was using. The urologist profusely irrigated the area with normal saline to wash out the shavings. There was no injury to the pt. The probe was immediately retracted from the pt and another one was acquired for use. The md did not believe these shavings to be metal but was uncertain what they could consist of. C-arm fluoroscopy did not suggest there were any shavings retained. Procedure was finished and the pt was sent to recovery. The probe has been sequestered. This percutaneous probe delivers high frequency vibrations which are used to break up any calcifications in the pt's kidney.

Manufacturer narrative:
The device is retained by the facility. Richard wolf was informed by risk management that after 30-60 days it may be possible to release the probe for inspection. Richard wolf will make every effort to have the device returned for investigation.